Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to urgent care and was diagnosed with a bacterial skin infection. The patient's blood glucose (bg) reached over 500 mg/dl. For treatment, the patient was give a antibiotic injection of rocefin. The patient was prescribed clindamycin 300 mg to take 1 capsule at 3 times per day. The infection got bigger and very painful, so the patient went to the hospital to have the site looked at. The pod was worn on the leg. The pod was removed and discarded.